Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. No further information was received.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 to explant the system for an unknown reason.

Manufacturer narrative:
A patient¿s system was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.